Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced redness, pain and swelling at the implant site. The patient was admitted to the hospital and testing confirmed an infection. The system was explanted and replaced. No additional adverse patient effects were reported.